Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the existing device was removed and a new aus was implanted. Upon explant, a hole was identified at the junction between the tubing and the balloon. No additional information was reported.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing device was removed and a new aus was implanted. Upon explant, a hole was identified at the junction between the tubing and the balloon. There were no adverse events following the revision.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.